Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a blood glucose value of 510 mg/dl, treated with an insulin pump. The customer had issues with the insulin pump. The customer reported the differences in the sensor glucose vs blood glucose event. The sensor glucose was 276 mg/dl, and the blood glucose value was 235 mg/dl which was outside of the acceptable range. The sensor glucose and blood glucose difference is 41 mg/dl. The medication taken by the customer was a baby aspirin. Troubleshooting was performed for the sensor glucose vs blood glucose and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. Troubleshooting was performed for the high blood glucose and the insulin pump system within 48 hours of the reported high blood glucose event. The event involved product(s) mmt-342, mmt-7040a, mmt-1884, mmt-431ag. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue the use of the pump. No product return is required for mmt-342. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-431ag.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.